Event description:
It was reported that the customer was admitted to the hospital for hypoglycemia. It was reported that the customer over infused insulin. It was also stated that the insulin pump failed to complete the priming and delivered excessive amount of insulin. Troubleshooting was not performed at the time of call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.